Event description:
A distributor in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that a quantity of five rt225 infant bias flow breathing circuit were kinked. This was observed before use on a patient. No patient consequence was reported.

Event description:
A distributor in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that a quantity of five rt225 infant bias flow breathing circuit were kinked. This was observed before use on a patient. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The rt225 infant breathing circuit is not sold in the USA, but is similar to a product which sold in the USA. The 510(k) number of that product is k20332. The complaint rt225 infant breathing circuits were not returned to fph for further investigation. Without the complaint devices it is not possible to provide any reasonable conclusions about the reported fault. The user instructions that accompany the rt223 infant breathing circuits include the following statements: "check that the heater wire is evenly distributed along the circuit and not bunched or kinked." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Manufacturer narrative:
(B)(4). PMA/510(k): the rt225 breathing circuit is not sold in the USA but is similar to a product which sold in the USA. The 510(k) number of that product is k20332. Manufacturer narrative: the rt225 infant bias flow breathing circuits are en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we receive the complaint devices and have completed our investigation.